Event description:
The pt was revised because of pain, the tray had subsided/loosened. The pt possibly fell.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported device loosening/subsidence, however, provided info indicated the pt possibly fell which could have helped cause the change. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.